Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery heavily tortuous and heavily calcified. When advancing the xience pro 2.75 x 18 mm stent through the guiding catheter, resistance was felt and the stent became stuck with the guiding catheter. There was resistance during retraction of the stent delivery system with the guiding catheter and after retraction the stent, the struts were found to be flared. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent damage was confirmed. The difficult to position and remove the stent delivery system (sds) could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.